Event description:
During a follow-up, a decrease in the ventricular sensing an increase in the ventricular threshold were noticed. All the other parameters were good. The physician decided to implant a new pacing/sensing lead in order to obtain good and stable rv threshold and sensing. The sense portion of the lead was capped. Defib portion remains implanted.

Manufacturer narrative:
Na